Event description:
The customer reported that while monitoring a patient they got an error message. There was no impact to the involved patient.

Manufacturer narrative:
A philips field service engineer evaluated the device at the customer site and identified a "shock fail" message. The message occurred while monitoring; no attempt at delivering a shock was made. Replacing the therapy pca resolved the issue.